Manufacturer narrative:
E1: initial reporter phone provided: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint spring launched as soon as the pen was removed from the packaging. The following information was provided by the initial reporter: the nurse was injecting. The spring was launched as soon as the pen was removed from the packaging.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint spring launched as soon as the pen was removed from the packaging. The following information was provided by the initial reporter: the nurse was injecting. The spring was launched as soon as the pen was removed from the packaging.